Event description:
It was reported that the left total knee arthroplasty performed on (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2019 due to pain. The patient has since been lost to further study follow-up.

Manufacturer narrative:
(B)(4). Associated devices: ref. Unknown; lot unknown; description: unknown refobacin bone cement r; ref. 183132tnbn; lot 3560859; description: tinbn vanguard int ps anatomical fm l 70mm; ref. 183642; lot 430510; description: vanguard ps tibial bearing 12x71/75mm. Event occurred in italy; clinical study. This product is manufactured by biomet sapin orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510k number k945028. Device not returned.

Manufacturer narrative:
(B)(4).

Event description:
Revision due to pain.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: a3, b4, b5, d4, g1, g3, g6, h1, h2, h11.

Event description:
No additional information is available regarding the incident.